Event description:
During an afl (right atrium) + af (left atrium) ablation, after access the rosen wire got kinked while going up with agilis 13fr on the right side (venous access). The rosen wire was exchanged for a hot wire, and it got kinked too. On fluoro, the distal tip of the agilis dilator seemed to have an unusual shape. We confirmed the deformation outside of the body. The dilator and agilis got replaced by a new agilis 13fr system. They also used a new rosen wire, and the access was completed. The rest of the procedure was also completed as expected. No further consequence for the patient.